Event description:
It was reported by healthcare professional that the hub leaked air and blood. This happened despite their standard practice of flushing out clots mid procedure; nothing unusual, nothing aggressive. The leak only came to their knowledge when they kept aspirating air while performing a femoral venous puncture ¿ once the needle goes in and they start to aspirate, immediately air is aspirated, recurrently. Leading to the patient poked many times, as they kept thinking connection is loose. But that¿s not the case. And after that ¿ they tried to flush, and the hub leaked blood and saline. Patient status/intervention : patient is fine. Changed new set.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq4323 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional that the hub leaked air and blood. This happened despite their standard practice of flushing out clots mid procedure; nothing unusual, nothing aggressive. The leak only came to their knowledge when they kept aspirating air while performing a femoral venous puncture ¿ once the needle goes in and they start to aspirate, immediately air is aspirated, recurrently. Leading to the patient poked many times, as they kept thinking connection is loose. But that¿s not the case. And after that ¿ they tried to flush, and the hub leaked blood and saline. Patient status/intervention : patient is fine. Changed new set.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Upon review of the complaint, it was determined that a reportable event had not occurred.